Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two yukon oct spinal system polyaxial screws heads broke off intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of the two screws.

Event description:
It was reported that two yukon oct spinal system polyaxial screws heads broke off intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the first of the two screws.

Manufacturer narrative:
Device analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. A review of complaint history associated with the subject catalog was performed, no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.